Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed. The unit had an intermittent image due to a cracked video connector. In addition, the focus ring on the adaptor was found rough. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that there was no image observed on the camera head. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of service history: no repair history found. Phenomenon: no image appears. The root cause of the phenomenon could not be identified. No image appeared could be due to connector crack causing communication failure. However, the cause of connector crack could not be conclusively identified. IFU (instruction for use): regarding connector crack, the following is stated in the instruction manual. This can prevent the phenomenon. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor complaints for this device.